Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. The patient experienced headache, vomiting, and nausea prior to the hospitalization; his blood glucose was 365 mg/dl at the time of incident. The customer was treated with insulin pump therapy and was released six hours after the hospitalization. The customer believes that the insulin pump was under-delivering. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. However, the customer declined to check their program settings and to perform a high pressure test. No products were returned or replaced.